Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization were 70 mg/dl, but have gone down as low as 49 mg/dl. He has been having seizures as a result of his low blood glucose levels. The customer said that, at the time of the incident, he had arrived home and checked his blood glucose level. It was 50 mg/dl. He tried to treat with a significant amount of orange juice and food, but woke up and the paramedics were there. The customer was wearing the insulin pump at the time of hospitalization. He was advised to monitor the insulin pump and to call back if issues persist. Nothing further reported.